Event description:
The lead was explanted due to low impedance and inadequate charges. Lead insulation damage suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the lead was electrically shorted and the insulation was damaged due to rib-clavicular crush.